Event description:
The customer reported that when the companion 2 driver was inserted into the companion hospital cart screen went black, and he couldn't see the display. The customer also reported that he removed the companion 2 driver from the companion hospital cart then reinserted it. The hospital cart screen display was visible. The companion 2 driver was switched to another hospital cart. There was no pt impact. This alleged failure mode poses a low risk to the pt, because the reported issue had no effect on the ability of the companion 2 driver to perform its life-sustaining functions. The companion hospital cart will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.